Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had pump error broken force sensor was detected during seating. Customer's blood glucose level was 317 mg/dl. Customer advised the insulin pump requires replacement and to discontinue use of the insulin pump and to revert to backup plan per health care professional instructions. The device will be returned for analysis.

Manufacturer narrative:
The initial report had the incorrect information related to material number, serial number and lot number. The correct information has been provided with this report. (B)(4).

Event description:
It was reported that material number has been updated to mmt-1715k, serial number updated to (B)(4) and lot number updated to hg2egth.